Event description:
It was reported that the pump exhibited an air detector sensitivity issue due to the software upgrade. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
While performing a review of the event, it was determined that the reported issue did not meet the criteria for a complaint. No deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 3012307300-2024-15504 and any reports associated with it.